Event description:
Faulty depuy implant. Discovery in medical records in 2008. Apology to consultant by depuy to consultant by letter. Started court case 20 years later struck out because of time, not my fault, out of my hand since discovered in 2008. Court case (B)(6). (B)(6). I am left in social housing on social welfare payment. Walking aids pain and dumped to one side, so angry. Please help (B)(6).